Event description:
On october 24, 2006 the lay user/reporter (patient's husband) contacted lifescan alleging that the patient's one touch ultrasmart was reading inaccurately high compared to her feelings/normal readings and to other devices. The medical affairs specialist spoke with the patient on october 26, 2006 and november 1, 2006 to obtain/verify the following information. The patient reported going to the hospital two days. The first day (around 8-8:30am), she obtained a fasting "151 mg/dl" meter reading, took 15 units of apidra (rapid acting insulin) based on her breakfast, and then ate. About 2 hours later, she became really sweaty, obtained "48 and 49 mg/dl" on her meter, and was in the middle of getting up to get a snack when she passed out. Her husband called the emergency services (ems). When the ems arrived, the patient got a 23 mg/dl" on ems's meter and was treated with IV glucose on the way to the hospital. She was released the next day. Eight days later, before lunch, she obtained a "109 mg/dl" meter reading with no reported symptoms and took 20 units of apidra based on her lunch. She had about 3 bites of her lunch (chicken salad and diet soda) and in about 10 minutes, she started to feel light headed, sweaty, and eventually became non-responsive. The ems arrived within 5-10 minutes. She obtained a "35 mg/dl" on their meter, was admitted to the hospital and released three days later. During her stay at the hospital, the nurse performed back-to-back tests with the patient's meter and hospital's meter with results of "168 mg/dl" on her meter and "110 or 116 mg/dl" on the hospital's meter. The doctor diagnosed the patient with low potassium, abnormal heart rhythm and was treated with IV glucose and potassium. The doctor informed her that her potassium may have contributed to her passing out; however, her doctor also decreased her apidra and lantus dosages. On october 23, 2006 night, the patient obtained a "359 mg/dl" on her meter and a "409 mg/dl" on her husband's one touch ultrasmart meter. At the time of the tests, the patient did not have any symptoms of high or low blood glucose, took 15 units of apidra and did not develop any symptoms afterwards. The reporter ran control solution tests the same night and started that the meter reading fell within range. The customer care advocate verified that the correct testing/cleaning techniques were used. There is evidence that the patient was taking too much insulin since her insulin dosages were decreased after the hospital stay. However, this complaint is being reported because the patient developed symptoms within 10 minutes of obtaining the "109 mg/dl." The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.